Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that a "software problem 1-intellis 2-3.6 3-58 4-qf_new" message displayed and the issue has progressively worsened. Additionally, the controller was not charging normally, and patient had to press the recharge button to start seeing the "signal." On friday, they tried to do a passive recharge mode (prm) with the screen showing 100, but it did not charge in the normal state, so their implant (ins) battery has been depleted since friday. Pt tried moving the paddle away from their ins, but the prm screen continued to display 100. Pt confirmed that they started getting the software problem message on 10/24 and stated that it's pretty soon after they received the replacement controller. (See case history) agent had pt removed the battery pack and plugged the empty controller to the ac power supply; pt confirmed that the screen powered on. Agent had pt reinserted the battery pack; pt confirmed that there was green light flashing on top of the controller screen. Pt stated that the wire that connects to the paddle has worn down and the wire gets pretty hot the la st couple days. Agent sent a request to repair to replace the recharger. Agent reviewed patient services operating hours. No symptoms were reported. See general text for omitted information.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.